Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified and heavily tortuous de novo lesion in the right common iliac artery. Following pre-dilatation, a 10x100 absolute pro self expanding stent (ses) was advanced via left femoral approach. Stent deployment was started; however, the thumbwheel could not be rotated. The distal end of the stent was already apposed to the vessel; therefore, when the delivery system was reluctantly pulled back, the stent was deployed precisely. The procedure was completed. The physician suspected that the shaft had kinked due to tough tortuosity of iliac artery. Therefore, the deployment issue occurred. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. Visual and functional analysis was performed on the returned device. The reported difficulties were confirmed due to the shaft damage. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The investigation determined that the reported difficulties were due to procedural circumstances. It is likely that the distal shaft was bent or restricted in the anatomy causing the noted damage and preventing the shaft lumens from moving freely resulting in resistance with the thumbwheel. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.